Event description:
A customer reported via medwatch report number mw5144971 that during a dual-lumen intubation, using a glidescope bflex 3.8 single-use bronchoscope, the end of the bronchoscope broke off in the patient's bronchus. Another scope was used to retrieve the broken piece which was reported as being hollow plastic approximately 4-5 mm in diameter and 1.5-2 cm in length. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope bflex 3.8 single-use bronchoscope used during the reported event was not returned to verathon for evaluation. Since the device was not made available for evaluation, the cause could not be determined. Verathon followed up with the customer requesting additional information including the type of double lumen tube utilized with the bronchoscope during the dual-lumen intubation; however, no information was provided. Review of complaint history for the reported lot number "fu231800" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope bflex 3.8 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.